Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt's ecgs were non-functional.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. As received, the belt failed incoming functionality testing. The cause for the failure was isolated to the j704 connector being pulled from the dn pca. The cause for the pulled connector was likely a pulled cable. The root cause for the pulled cable was likely excessive force. No adverse event resulted from the defective electrode belt.